Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 280 units of insulin. The customer's blood glucose level was 228 mg/dl. Reportedly, the customer reloaded the cartridge successfully.